Event description:
Per the independent repair center, the customer alleged problem is the unit will not start and alarm will not function. The key failure is the power switch has no power or alarm.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow-up will be sent if additional information is received.